Manufacturer narrative:
Device evaluated by manufacturer. The device was returned for analysis inside a non bsc guide catheter and was removed without issue. A visual examination identified that 4 mm of the proximal end of 1 blade had detached from the balloon. The blade pad was intact. The three remaining blades were fully bonded to the balloon and no damage was noted. It was also noted that the balloon was not folded which subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The device was attached to an encore inflation unit. Positive pressure was applied when a leak was noted. A further microscopic analysis noted a pinhole at 2 mm distal to the distal end of a blade. The hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system during device use/handling. No further damage was noted to the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the balloon which was completely deflated, encountered a little resistance with a non bsc 6fr guiding catheter during removal as a unit. Angiography was then performed after this event. They were not able to find the blade inside the patient and the physician could not determine where the detached blade is.

Event description:
It was reported that a partial blade detachment occurred. The 75% stenosed target lesion was located in the mildly tortuous proximal right coronary artery (rca). A 10/3.50 flextome¿ cutting balloon¿ monorail was selected to treat the target lesion. During the procedure, inflation was performed in the proximal rca thrice to 8atm each. After dilatation was performed, the physician attempted to retract the balloon but it came contact with the distal tip of a non bsc guiding catheter and was unable to be retracted. Device was removed as a unit from the patient without any problem. Upon checking the device outside of the patient, it was noted that the metallic blade was partly broken or damaged and a segment of it was not found. The procedure was completed with this device. No further patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).